Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that this device had depleted prematurely and had reached elective replacement indicator (eri) due to extended charge times. The device was explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported.